Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that during interrogation of the implantable cardiac monitor loss of sensing was observed. A software download performed on (B)(6) 2014 did not resolve the sensing issue. The device was explanted on (B)(6) 2014.